Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of cold insulin. The customer's blood glucose was 280 (mg/dl). Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge.